Event description:
It was reported that the pump screen was dark and would not turn on. Customer's blood glucose level was 9 mmol/l. Technical support instructed the customer on steps to troubleshoot the issue; however, the issue did not resolve. Customer reverted to an alternate method of insulin therapy.